Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 508 mg/dl. Customer's current blood glucose reading was 56 mg/dl. Customer treated their high blood glucose levels with insulin injections. Troubleshooting was done and the insuiln pump failed functional testing. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.